Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The lesion being treated was located in the left anterior descending (lad). As the physician attempted crossing the lesion with a promus element plus stent, crossing difficulties occurred. The physician tried pulling on the device and the shaft broke in half. The device was snared from the distal portion of the catheter outside the patient successfully. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).